Manufacturer narrative:
The case description states the user's controller started to smoke, emit a burning smell, and the cable was burned. The controller was returned without the charging cable or adapter. Inspection of the charging port and exterior of the controller found indication of thermal damage and debris. The controller would not initially turn on and then was allowed to charge to 100%. The controller was able to successfully power on afterwards and did not get hot while charging. The device was able to power on under its own power. Upon powering on and the omnipod 5 app loading up, the device generated a prompt to select a language, indicating that the device was reset and that all data had been wiped. Data from the device was not retrieved. Device battery information was unable to be inspected. The cloud system was checked for user-initiated log files and no logs were found to be available. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected to be white, indicating fluid ingress was not within the device. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The cause of the reported event could not be determined.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was hot while charging. The patient reported the device emitted smoke and produced a burning smell. Additionally, the charging cable was reported to have melted. It was noted that the patient was not using the charger or charging cable that was supplied with the device. The patient reported no impact to blood glucose levels. No medical treatment was required for the alleged thermal event. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res# (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.